Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the first elastic band was successfully deployed; however, the second band failed to deploy. Upon activation of the firing mechanism, excessive shortening of the endoscopic device was observed. The procedure was completed using a device from another manufacturer. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.